Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after filling multiple cartridge with 110 units of insulin. No impact to the customer's blood glucose. Customer added insulin to the cartridge and loaded it successfully.